Event description:
Additional information was received from the patient: the patient did not notify their doctor about their device concerns because it quit hurting at the implant site. Changing the programs didn't change their symptom control. No further complications were anticipated/reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient who was implanted with a neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. The patient reported that it feels like it has not been working the past few days. The patient stated that she has been on program 2 since implant and she adjusted the stimulation up yesterday and again last night, but it did not seem to help her symptoms. The patient considered this a sudden change in therapy. The patient was currently on program 2 @ 6.6 amplitude. The patient stated that she was hit in the back by a closet door handle in the area of the ins. Patient services suggested that the patient contact her healthcare provider (hcp) to have her ins / leads checked. Patient services walked the patient through how to change the program. The patient changed the program to 3 and she was feeling comfortable stimulation @ 3.3. The patient was advised to follow up with the healthcare provider (hcp) if her symptoms did not resolve. No further complications were anticipated/reported.